Event description:
Used the icy hot "back" heat therapy for a lower back ache. Used the product as directed and wore patch for less time than recommend. Used for approx 6 hours and time suggested is 8 hrs. Removed patch at bedtime and noticed rough red blisters under the entire area of the patch. Those blisters oozed and scabbed over and did not heal for over a week. Had used other brands of similar product with no adverse effects. Dose or amount: one patch, frequency: once, route: top. Dates of use: 6 hours in 2007. Diagnosis: lower back ache. Event abated after use stopped: no.